Manufacturer narrative:
MDR 3003442380-2024-06052 - device 9 of 11.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion set fell off during use for 12- 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.